Manufacturer narrative:
P-cap locked in place properly during testing. On (B)(6) 2021 customer called in concern getting power error. No further concerns were recorded. Proceed it with the following testing to assure proper functionality of the device. A full download of the device will was done using(thump software). During download review a pump error 25 alarm was confirm on (B)(6) 2021 at 15:00:00 hour. Battery out limit was also confirm on (B)(6) 2021 at 15:30:08 and at 22:27:53 hour. The power management parameter tool indicated abnormal behavior of the loaded vlith voltage and unloaded vaa voltage as shown on the power management graph. After disconnecting and reconnecting the internal battery connector on electrical board 1 monitored device was redownload. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded vaa voltage was within specific range. No physical damage noted during visual inspection. In conclusion, the unexpected battery power loss and the pump error 25 alarm were confirm due to internal battery resistance and solve by disconnecting and reconnecting the internal battery connector on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the insulin pump alerted replace battery alarm. It was reported the customer did not receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm prior to replace battery now alarm. It was reported the battery cap was not loose, cracked, nor damaged. It was reported this was the second occurrence of replace battery alert, replace battery now alarm, or off no power alarm without a low battery warning. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.